Event description:
A nurse reported that the system displayed a red screen during a procedure. Additional info was requested. Additional info was received by a company rep reporting there was a delay in surgery of approx 2 hours and that there was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported event. The company rep replaced the host module, the u/s (ultrasound)-diathermy pcb (printed circuit board) memory, and upgraded the software. Preventative maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).